Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 07655 and 0001822565 - 2017 - 07656.

Event description:
It was reported that the items were fractured when the sales rep received trays back from sterilization. Items did not break during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional top exhibits signs of repeated use like nicks and gouges. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the provided information. Provisionals are subjected to wear and damage due to use over time and this is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.